Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly in an open state. Microscopic examination was performed, the locking tabs are opened, indicating that both activations were performed. Media examination was performed, and photo of the pouch was attached. No other problems with the device were noted. The reported event of clip would not release was not confirmed. Analysis of the returned device found that with clip assembly in an open state. Most likely what caused the clip assembly in an open state was an attempt to grasp a large amount of tissue and apply a tangential load to the clip assembly. Probably the customer tried to grab a big amount of tissue, causing the yoke to open the locking tabs, but it was not able to activate its arms. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for chronic gastritis performed on (B)(6) 2024. During the procedure, the clip would not release. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for chronic gastritis performed on (B)(6) 2024. During the procedure, the clip would not release. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.